Manufacturer narrative:
Additional information: h6, h11. H11: a review of the event history log was performed for the event date occurred on (B)(6) 2026 shows an infusion, where a pediatric compound cyclic 2-in-1 pn infusion was reported to have run dry despite sufficient volume remaining in the bag. The ehl showed the pn infusion was programmed on (B)(6) 2026 at 75.5 ml/hr with a volume to be infused (vtbi) of 830 ml and progressed as expected. The infusion reached infusion complete on (B)(6) 2026 with 831 ml delivered, consistent with the programmed volume to be infused (vtbi). No alarms or events indicating a premature bag-empty condition, unexpected infusion completion, inaccurate volume delivery, or device malfunction were identified. Additionally, no log entries corresponding to the reported event time were found. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump bag ran dry and over-infused during parenteral nutrition (pn ¿ parenteral nutrition) infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.